Manufacturer narrative:
(B)(4). Batch #: u5a86f. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The test cartridge reload was placed and removed with no issues noted during functional testing.  If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the device jammed on the first fire. The device did deliver properly formed staples with a complete staple and cut line. There were no issues with cutting, but the tissue fell from the sides of the stapler and would not open after cutting. The jaws did eventually open, but would not allow another reload. The procedure was completed with a like device with no patient consequences reported.